Manufacturer narrative:
Pending engineering evaluation.

Event description:
Index surgery: (B)(6) 2016. Revision of right shoulder components due to postero sup rotator cuff tear, pain and immediate weakness after reaching, and inability to actively elevate. The case report form indicates this event is unlikely related to devices or procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2016. Revision of right shoulder components due to postero sup rotator cuff tear, pain and immediate weakness after reaching, and inability to actively elevate. The case report form indicates this event is unlikely related to devices or procedure. This event report was received through clinical data collection activities.